Event description:
It was reported that during deployment of a vascular stent, a "pop" was heard, and the deployment trigger then became non-responsive. When the system was retracted from the treatment site, the stent released in the vessel and elongated by approx 10-15 cm, resulting in a total stent length of 30-35cm. Two add'l vascular stents were implanted, relining the previously implanted stent. Balloon angioplasty was then successfully performed. Final angiography demonstrated good patency results of the treatment site. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. The delivery system has been returned to the MFR for eval. The investigation is currently underway.